Event description:
It was reported the clip applier was used during a gastrectomy. It was reported the clip would not feed into the jaw properly. Another device was used to complete the case. No patient consequence.